Event description:
It was reported that a cartridge for the iLet Bionic Pancreas arrived with the red plunger already removed, indicating a packaging issue; the user was advised to discard the affected cartridge and use a new one. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed packaging was compromised, consistent with a packaging problem associated with the packaging component. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.

Manufacturer narrative:
Initial.